Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable defib lead 2008-(B)(6), 4076 implantable pacing lead 2008-(B)(6), 1258t86 competitor implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that there was a single bit error in the device memory that was automatically corrected by the device without having caused an electrical reset or power on reset (por). No intervention was required and the device remains in use. No patient complications have been reported as a result of this event.